Event description:
The product is a denture cleanser, by regent labs, called "stain away." I soaked my dentures for 3-5 minutes as instructed on the label and directions on the product bottle. The cleanser works by adding a capful and filling your denture bath with water. I removed the dentures from the denture bath, rinsed them, and placed them in my mouth. I accidentally got a little bit of water in the bottle of stain away. I poured quite a bit of the solution out because it was wet and would melt the rest of what was in the bottle. I then put the bottle under the sink which is a very dark and cool place. A few minutes later, I saw smoke and smelled a chemical odor coming up from under my sink. I ran and opened up my bedroom window to let the fumes out. When I opened the cabinet, the bottle was burning and about to cause other surrounding items to burn as well. The content of the bottle looks like light blue and white crystals, sort of like (B)(6) or soap powder. The contents had turned to black charcoal. I picked up the bottle and it was very hot. Seeing as it was plastic and too hot to hold, I could not get out of the back bathroom with the product to toss it anywhere. I filled up the sink and plunged the bottle underwater. It took a long while before it stopped smoking and stopped burning. My concern is that had I put my teeth in and immediately left the house, my home would have burned down. The product works with water, so this "chemical" reaction should have never taken place. There are countless millions of older, and younger, americans who use denture cleanser on full or partial dental work. This product not only presents a fire hazard, if any traces of the product are left in a person's dentures, then the obvious conclusion is that it may cause harm. I contacted regent labs, the MFR, and they took my name, address, etc. They mailed me a new bottle of "stain away" that was 3 times larger than the one that burned. I brought it to work with me and it was suggested that I contact this agency. Thank you, and please warn the american public. (B)(4).